Manufacturer narrative:
Follow-up #1: date of submission 7/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/05/2016 with the following findings: the keypad was found unresponsive, due to moisture damage. During investigation, a crack was found in the case near the lower right corner of the display. A leak was also found due to the cracked pump case. There was moisture inside the internal pump: on display, on all boards, display board near keypad connector. The battery compartment was found to be cracked below the bumper pad. The keypad was found unresponsive, due to moisture damage. The bolus button was unable to be tested, due to the keypad not working. The text in the display was distorted due moisture damage.

Manufacturer narrative:
The date of submission was noted as 07/26/2016; it should have been 07/27/2016.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.